Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect-pt. Similar to device with 510(k) k121629. Summary of investigational findings: no product is returned, no imaging is available, and it is not clarified to what extend the introducer with filter was advanced in the introducer sheath. A plausible scenario is that a introducer sheath kink caused a secondary filter leg to be caught and damaged, but this will require that the introducer with filter was moved forth and back while the filter leg was held back. The scenario cannot be confirmed without further information or return of the product. It is noted that the event did not harm the patient. To address the issue, the instructions for use warn that excessive force should not be use, that the preloaded filter must not be rotated inside the introducer system, and that repositioning is possible only by advancing the filter; retracting the filter could damage the secondary legs or the caval wall. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: ivc filter introducer inserted after dilation of 10fr dilator. Femoral deployment ivc filter inserted into introducer. Filter failed to travel easily and fully to introducer tip. Ivc filter deployment catheter was removed with the introducer and deployed on the scrub table to find one of the filter arms knotted around the filter hook. Did not have a second filter on the shelf. Introducer was removed from right femoral vein and patient was discharged a few hours latter. To be readmitted for a second ivc filter insertion this week. Patient outcome: no part of the device remained inside the patient . The patient will require an additional procedure due to this occurrence - patient is scheduled for a second ivc filter insertion this week prior to her major surgery. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Pt identifier) unknown as information was not provided. Age, date of birth) unknown as information was not provided. Weight) unknown as information was not provided. Model and lot #) igtcfs-65-2-uni-celect-pt. Similar to device with 510(k) k121629. Investigation is still in progress.

Event description:
Description according to complainant: ivc filter introducer inserted after dilation of 10fr dilator. Femoral deployment ivc filter inserted into introducer. Filter failed to travel easily and fully to introducer tip. Ivc filter deployment catheter was removed with the introducer and deployed on the scrub table to find one of the filter arms knotted around the filter hook. Did not have a second filter on the shelf. Introducer was removed from right femoral vein and patient was discharged a few hours latter. To be readmitted for a second ivc filter insertion this week. Patient outcome: no part of the device remained inside the patient . The patient will require an additional procedure due to this occurrence - patient is scheduled for a second ivc filter insertion this week prior to her major surgery. No adverse effects to the patient were reported due to this occurrence.